Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03796. The pt received 2 scs leads with different lot numbers. It was reported, the pt experienced a stroke 3 days after the implant of his scs system. The pt has a history of strokes. Follow-up identified the physician diagnosed the pt with trans ischemic attack (tia). The pt's issues have started to resolve and he is in physical therapy.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.